Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being during a sacroiliac and thoracolumbar procedure. It was reported that the site's cross hair stationary was used, but probe in the trajectory was shown obliquely. The procedure was completed using the navigation with no patient injury. It occurred intra/peri-operatively with no delay to surgical time.